Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, an unspecified malfunction occurred. Multiple attempts were made by tandem technical support to follow up with the customer on the reported malfunction; however, no response from the customer was received. Reportedly, the customer continued using the pump for insulin therapy. Blood glucose was 170 mg/dl.